Manufacturer narrative:
Irn#(B)(4). Complaint took place in italy. This incident was classified as co-reported for USA on 07-02-2025 after reassessment. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in italy: while removing the needle to change position, it broke and the stump remained inside the patient, impossible to remove with bare hands (about 4.5cm). Therefore, the patient required a diagnostic-therapeutic pathway, which ended with the removal of the stump by the neurosurgery colleagues. No neurological damage was reported in the patient throughout the periprocedural pathway.

Manufacturer narrative:
(B)(4). Complaint took place in italy. G1 correction: insert email adress. This incident was classified as co-reported for USA on 07-02-2025 after reassessment. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in italy: while removing the needle to change position, it broke and the stump remained inside the patient, impossible to remove with bare hands (about 4.5cm). Therefore, the patient required a diagnostic-therapeutic pathway, which ended with the removal of the stump by the neurosurgery colleagues. No neurological damage was reported in the patient throughout the periprocedural pathway.